Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-jan-2008, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2020-jan-07 regarding a patient receiving lioresal (2000.0mcg/ml at a dose of "140.2") via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the pump was explanted on (B)(6) 2019 due to erosion of the pump through the skin. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient weighed (B)(6). It was reported that the pump was removed and the wound was closed. No further complications were reported.

Manufacturer narrative:
Reduced analysis found that there were no anomalies, and no further destructive testing was required. If information is provided in the future, a supplemental report will be issued.